Manufacturer narrative:
The investigation of the returned coil system found, the pusher severely stretched and broken at the distal section with lead wires exposed and broken. The implant was not returned for evaluation. However, the pusher's monofilament profile indicated, the implant was successfully detached from thermal activation, using a detachment controller. No strand of the implant coil was found attached to the pusher, as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that the coil was placed in the aneurysm and detached; however, during retrieval of the pusher wire post detachment, the physician noticed a strand of coil still connected to the wire. The majority of the coil detached and was implanted, but one strand / coil fiber remained attached to the pusher wire. Four (4) more coils were placed after, and the procedure was successfully completed. There was no reported injury or harm to the patient reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when the investigation has been completed.